Event description:
Pt admitted and placed on siemens monitor. The monitor was set to take the pts blood pressure every 15 mins. The monitor took the blood pressure, but did not save to the trend table as it should have.